Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer originally reported that he had two cv-190s producing no image when used with an unspecified olympus scope (please reference reports: 8010047-2021-15823 & 8010047-2021-15824 for the cv-190s). Further information was provided that the two cv-190s were not the cause of the reported failure, the unspecified olympus scope was. According to the initial reporter, the procedure was completed without any harm to the patient. This report is being submitted along with the cv-190 reports noted above to capture the unspecified olympus scope. A request for product details was made, but that information is unknown.